Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl to 500 mg/dl and they received no delivery alarm. Customer treated high blood glucose with a manual injection. Troubleshooting was declined for high blood glucose. The customer stated that they resolved the no delivery alarm by changing complete set including reservoir. The customer's blood glucose was 290 mg/dl at the time of call. The product was not returned for analysis.